Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician powered the device off and then own to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation and the device performed to specification. The device was put through extensive testing including full functional testing and sync cardioversion testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed the shock button was pressed in sync mode but not held to deliver the shock on the qrs. Review of the log also showed no error messages indicating that the device was not able to discharge. To discharge during a synchronized cardioversion, the user must have proper pad connection, an ECG signal with a discernable qrs complex, and hold the shock button to until the next r wave has passed. Analysis of reports of this type has not identified an increase in trend.